Event description:
It was reported that at implant, the hcp placed the catheter in the intrathecal space. It was checked by x-ray. After this, the needle was removed and slid up to the top of the catheter, with the guide wire still in place. When the needle reached the guide wire the wire would not withdraw from the catheter. Pressure was applied and the catheter wrinkled and split. The catheter was then removed and a similar one used with no problem.

Manufacturer narrative:
.